Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported injector will not inject full volume of gad from guerbet syringes (10,15,20) approx. Only 60%. Reporter states that patient was attached.